Manufacturer narrative:
Date of event for the change is stimulation issue was "a couple of weeks ago"; for the patient's "peeing" issue was a couple of days ago. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s programmer was not working. The patient could hear sounds but the screen on the unit was blank (the backlight did not help) and they could not change the stimulation. They had tried new batteries. There was no out of box failure reported that was associated with this issue. The patient also reported that, a couple of weeks ago, there was a change in the location of the stimulation to the side of their vagina. The patient stated that they turned the stimulation down and then back up and then ¿everything was ok¿. In addition, they also stated that in the past couple of days, they ¿had been peeing and peed 9 times today¿. They patient was at their family physician's office and they were not sure why they were peeing so much. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that the cause of the change in stimulation issue was there were no programs in their programmer. Patient reported 3-4 programs had been added. Patient further reported they usually didn't have to adjust often, that it usually worked fine. Patient reported that since it was adjusted/programs were added, the stimulation issues and their symptoms had been resolved. Patient also reported the new programmer resolved the blank screen and their inability to adjust stimulation. They did not know the cause of the reported programmer issues. Patient reported that everything was resolved and working fine now.